Manufacturer narrative:
Original MDR 2517506-2019-00292 was filed on 18-jul-2019. Additional information (16-aug-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant cardiac troponin I (tni) result. Hsc reviewed the instrument data. There was an issue with the instrument loci reader on the dimension exl with lm serial number (B)(4). The data variance when processing the patient sample indicated a sample integrity issue. The cause of the event is due to sample handling and a loci reader failure on the dimension exl with lm serial number (B)(4). The instrument is operational. No further evaluation is required. MDR 2517506-2019-00288 supplement 1 and MDR 2517506-2019-00289 supplement 1 were also filed for the same event.

Manufacturer narrative:
Mdrs 2517506-2019-00288 and 2517506-2019-00289 were also filed for the same event. The customer contacted the siemens customer care center (ccc) and reported a discordant, cardiac troponin I (tni) patient result was obtained on the dimension exl system. Siemens is investigating the event.

Event description:
A discordant, cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl system. The discordant result was reported to the physician(s). The same sample was also reprocessed at an alternate facility on an alternate siemens system, dimension vista instrument and a lower result was obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni result.